Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 195683. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 193549.

Event description:
It was reported that the patient experienced the leads feel tight due to significant scar tissue. The cause of the scar tissue is unknown. The patient underwent an implantable pulse generator (ipg) pocket site revision where the ipg was placed deeper in the pocket to help with the pulling sensation. The lead extensions were replaced per the physicians preference and will not be returned as they were discarded by the medical facility. The patient was doing well with pain coverage postoperatively.